Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was further noted that the device had a drilled neuro tip. It was noted that the cause of the craniotome malfunction was consistent with failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. It was determined that the attachment device could be forced into position which placed the distal tip of the burr device in compression. It was determined that at this point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to normal wear (cannot insert cutter) and user error (drilled neuro tip). If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that the attachment device did not load. During service and evaluation, it was observed that the attachment device had a damaged component - bearings. It was also noted that the device failed pre-test for visual assessment and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.